Event description:
The ge oec 9800 fluoroscopy system was reported to have vertical lift column failure.

Manufacturer narrative:
A ge oec service representative investigated the issue and was able to instruct the user to switch the stand-by key to the on position to allow the vertical lift column to function. No system issue. Key switch was in standby position. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.